Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet completed. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Received information regarding a cartridge alarm 1 during bolus delivery. Reportedly, the contact observed a small crack on the cartridge. Customer's blood glucose level was elevated.